Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion, unexpected restart or excessive no delivery tests due to the motor error alarm. No power off or blank display noted during testing. No damage inside the pump noted. The pump passed the self test and all operating currents were within the specification. No unexpected low battery, off no power alarm or battery indicator anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 138 mg/dl. The customer was advised that the troubleshooting determined that the pump will need to be replaced due to the multiple off no power and no low battery warning.